Event description:
Customer called reporting his insulin pump is stuck in a button error alarm. He cannot clear the alarm because none of the buttons are responding. Customer's blood glucose level is 84 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further report

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to moisture damage on keypad traces. The insulin pump had minor scratches on display window, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.